Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the patient pulse 2 pin was bent inside the receptacle. The root cause of the bent pin is excessive force when mating the belt connector while misaligned. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.